Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump that will not dispense was not confirmed during product evaluation. The quality engineer assigned the broken door to be the as determined problem code. This determined condition was caused by a broken hinge stop due to mishandling. The pump head door was replaced to correct the reported condition. Additional information: a service history review revealed no previous service events were related to the reported condition. Baxter discontinued service and ceased all design related support on flo-gard 2m8063 (6201) and 2m8064 (6301) in the u.s. Region as of december 31st, 2010. Baxter will continue to collect product complaints, but periodic monitoring/trending and analyses of the u.s. Complaints for product improvements will no longer be required. Baxter will continue to monitor and report on death and serious injury events and follow existing escalation processes to assess the impact on patient safety.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility reported a flo-gard infusion pump with a malfunction of "infusion not lower." After further investigation, the facility later clarified that the malfunction of the device was that the "equipment will not dispense." The event was reported to have occurred upon power up in the emergency room department. The hospital representative did not have any information on patient involvement. No patient injury or medical intervention had been reported related to the device. No additional information is available.